Event description:
It was reported that the right ventricular lead dislodged, the patients heart rate dropped to the 20's. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.